Event description:
The customer reported to olympus, the light source has a power switch malfunction. The keypad is blinking and the switch on the socket is sticking. The issue was found during preparation for use for a diagnostic procedure. The device was returned for evaluation. During the device evaluation, a function control malfunction and faulty scope socket were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found cosmetic wear and tear to the housing, and a non-olympus lamp over more than 100 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. During the evaluation the event reported was confirmed. Based on the results of the investigation, a definitive root cause of the events could not be determined. However, it is likely that the front panel blinks constantly due to the locking mechanism and scope detection slide not functioning. Additionally, it's likely the switch on the scope socket sticks due to a failure of the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the procedure was completed with another similar device.